Event description:
Device was prescribed for thumb pain from arthritis. Device was purchased and did not generate sufficient heat to penetrate as it was supposed to. The unit was exchanged for another which also failed to generate sufficient heat. (A hot water soak from the tap was far superior). Although the MFR guarantees (lifetime) the product and event was reported within days, neither the retailer nor the MFR would refund the money or allow the return.